Manufacturer narrative:
(B)(4). Concomitant medical products: - oxf anat brg lt md size 3 PMA, catalog #: 159547, lot #: 644610 and oxf twin peg cmntls fmrl md, catalog #: 161474, lot #: r2494936a. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00472 and 3002806535-2017-00471. Remains implanted.

Event description:
It was reported the patient underwent a left partial knee arthroplasty. Subsequently, the patient experienced swelling, pain, and limping approximately five months post-implantation. The patient underwent an aspiration in the clinic, was injected with betamethasone and given antibiotics. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.